Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator passes est (extended self test) but is not functional as ext. High ppeak (peak pressure) is displayed. Also, when it is connected to the mains power and off, none of the battery status or ac power indicators are lit.the customer confirmed that there is no patient involvement associated with this reported event.